Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The customer reported a ¿scan error¿ error. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of xiaomi redmi 12c (android 14) is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified "scan error" message with the abbott diabetes care (adc)device with the use of an unknown phone with an unknown operating system. The customer was therefore unable to obtain glucose readings and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and had contact with a non-healthcare professional (non-hcp) third-party who provided coca-cola as treatment. There was no report of death or permanent impairment associated with this event.